Event description:
It was reported that the infusion pump was programmed to infuse dobutamine at 10 ml/hr, however the pump was found later infusing at 250 ml/hr. No medical or surgical intervention was required. The total amount of solution that infused was not reported.